Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: there were pump reboot events observed in the device's black box that indicate a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment threads. The battery cap threads were stripped. Moisture was observed in the battery compartment. A leak test failed due to the battery compartment damage. There was no further evidence of moisture inside the pump. A test battery cap was used for a 24 hour duration test without any reboots.